Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the heart lung machine (hlm) had multiple alarms without any messages, showing a red x on the pumps and modules. The alarms cleared instantly and repeated after several minutes. The unit was used for the remainder of the case as is since the errors were not causing any issues to the system overall. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Please disregard the previous medwatch submitted related to this complaint. It was determined that the incident reported on this complaint has already been reported and addressed by (B)(4) / MFR #1828100-2025-00056. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.